Event description:
It was reported, the patient experienced a shocking sensation. An x-ray was taken and it was reported, it showed a clear separation or break on the lead above the connection point between the lead and extension. It was also reported, there were no falls related to the event. The patient's left lead was reportedly replaced with a new lead on (B)(6) 2013. Two days later, it was reported the patient no longer felt shocking when the battery was on and the patient was receiving therapy. It was also reported the patient was scheduled to follow-up with a neurologist in the following weeks for programming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, neu_unknown_ext lot# serial# unknown, implanted: 2010 (B)(6), product type extension product ID, 3387s-40 lot# v09535, implanted: 2010 (B)(6), product type lead product ID, 37085-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 37601 lot# serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator product ID, 3387s-40 lot# v095358 serial# implanted: 2010 (B)(6), product type lead. (B)(4).